Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an aortic valvuloplasty interventional procedure. Reportedly, when retracting the device to position the foot against the arterial wall, the artery broke down and the whole system stepped back. At this point it was attempted to exit the needles, but, retrieving them from the posterior part of the device, the physician noticed that the needles were broken. The guide wire was re-inserted and the device was replaced with another device. Hemostasis was not achieved with the second proglide device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that a posterior cuff miss occurred and the returned device also exhibited a foot break. The reported broken needles were not confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The instructions for use, under the precautions section, states: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. Do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: the access site was the mildly calcified right common femoral artery. Tissue damage occurred when the device 'stepped back'. The first device was pulled out with the foot open; it was not voluntary. No resistance was felt as the device was pulled out. The needles of the device were not deployed. Two needles were pulled from the posterior end of the device; no sutures were attached to the needles. There was a venous sheath next to the arterial sheath during the closure procedure. Additionally, returned device analysis of the device found a posterior foot break occurred. The foot was not returned with the device. The physician has been notified. The patient is reportedly fine and no complications occurred.